Event description:
Philips received a report from a customer that during a pacemaker procedure the system power dropped off. Patient was on the table and had to be moved to another room. The patient was not injured.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.